Manufacturer narrative:
Results: the complaint for "damage" was confirmed. The lead was nicked during intraoperative procedure. Inspection of the returned lead revealed a cut in the outer tubing that was consistent with damage that occurred during intraoperative. Continuity testing was performed to analyze the channels' resistance; all channels passed inter-channel conductivity testing did not find any shorts. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation. The pt underwent revision surgery to reposition the lead. Upon closing, the physician accidently cut the lead. The pt's lead was replaced with a new one. The pt is now receiving effective stimulation.